Event description:
Technician alleged that the siderail could not latch. No patient impact.

Manufacturer narrative:
The technician found the siderail end tube missing and the top siderail ratchet rivets. The technician replaced the end tube and top siderail ratchet rivets to resolve the issue.